Event description:
The user received a free t4 result of 46 pmol per l from the e module and a result of 14 pmol per l from the (B) (4) architect. The sample was drawn (B) (6) 2009, but no actual date of testing was provided. No info was provided to determine if erroneous results were reported or if the pt was adversely affected. If additional info is received, appropriate notification will be provided.